Manufacturer narrative:
Other, other text: d4: UDI unknown. G5: 510k unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device displays a message asking to load cartridge while the pump has been running for over 1 hour. Patient states that the pump has done this multiple time today, always after running for a while, not during setup. No patient injury.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be enough medication to continue delivering the continuous rate for a short time, but not enough to start a dose, or complete a dose that is in process, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A1 updated, d3, g1, and g2 email is: (B)(4).